Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent profile issue occurred. The 100% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). The physician pre dilated the lesion with a 1.5 x 15mm non bsc balloon and a 2.0 x 20mm apex balloon catheter. The physician then advanced multiple promus element (pe) stents (3.5 x 38mm, 3.5 x 24mm and 4.0 x 4mm) to the lesion and deployed. The physician multiple balloons (4.0 x12mm and 4.5 x 12mm unknown balloon catheter) to post dilate the placed stents. The physician compared the positioning after post dilatation and the stent appeared approximately 2mm longer. The procedure was completed with this device. There were no patient complications reported and the patient status is stable.